Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2019, a 19mm epic supra valve was implanted. Following implantation, it was reported that the leaflet did not open properly. The patient underwent an additional surgery to explant the valve and exchanged with a 19mm ttk chitra heart valve prosthesis (chvp), which was successfully implanted. No patient consequences were reported.

Manufacturer narrative:
The reported event that the leaflets did not open properly could not be confirmed. A tear was found in one leaflet, precluding functional testing. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. Functional testing at the time of manufacturing indicated the valve functioned normally. This test ensures proper cuspal coaptation and hemodynamic performance. The cause of the reported event could not be conclusively determined.

Event description:
On (B)(6) 2019, a 19mm epic supra valve was implanted. Following implantation, it was reported that the leaflet did not open properly. The patient underwent an additional surgery to explant the valve and exchanged with a 19mm ttk chitra heart valve prosthesis (chvp), which was successfully implanted. No patient consequences were reported.